Event description:
Healthcare professional additionally reported patient concern with the product. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: broken, underweight, crease fold, wear abrasion, missing . A microscopic analysis was performed which identify crease sharp broken in the posterior and non-penetrating nick(stress marks). Based on the device analysis the final assessment is: a-crease sharp broken in anterior assessed to a fold flaw broken. A striated opening in the anterior side assessed as surgical damage. Missing piece of the shell assessed inconclusive. Non-penetrating nick(stress marks).

Manufacturer narrative:
Information contained in this report was previously submitted through psr on 24/oct/2011 and 22/jan/2015. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details will be requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported left side device "silicone leak." Patient also reported having experienced "nipple discharge (fluid)." Side was unspecified, this record represents the left side. Patient additionally reported having been diagnosed with ¿rheumatoid arthritis¿ and "sjogren's syndrome," side was unspecified. No indication treatment or surgical reoperation has occurred for these events. Device remains implanted.